Event description:
It was reported the insulin pump had a crack on the reservoir compartment. The device was not dropped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads; minor scratches on display window, missing reservoir tube lip o-ring and cracked case near display window corners noted during visual inspection.